Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, xt-r. Guide catheter: mac1 spb 6f. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. It should be noted that the coronary dilatation catheters, trek rx instructions for use, specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous, moderately calcified, lesion in the marginal branch of the left circumflex coronary artery. A 2.5x15mm trek rx balloon dilatation catheter (bdc) was advanced with anatomical resistance to perform pre-dilatation of the lesion, and air was aspirated from the bdc inside the patient anatomy. During the third inflation at 12 atmospheres, the balloon ruptured and the bdc was subsequently removed without resistance. Additional dilation was then performed with a non-abbott bdc, and a non-abbott stent was implanted to complete the procedure. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.